Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported a max thumbwheel alarm on the 3100a ventilator. It goes to 99 when it should not go past 49. The customer confirmed that there was no patient involvement associated with the reported event.